Event description:
Reference number (B)(4). Event occurred in argentina it was reported that patient faced infusion set detachment event on (B)(6) 2023. The site of detachment was at infusion site. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary this investigation has been updated because the malfunction code changed from itubing connector detached from infusion set (cannula part/base piece) to leak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 19-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against "lot number" "5413181" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5413181 and the identified failure mode are not associated with any non-conformance report(ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against "lot number" criteria equal "5413181" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaints are 2. The complaints numbers are complaint (B)(4), complaint (B)(4). Device history record (DHR) review: the lot 5413181 was manufactured according to work instruction (wi) version 73 and manufactured in the m12 line on 25/jan/2023 with a total of (B)(4) units. The sub-assembly: assembly lot 5414427 was manufactured according to the wi- version 25 and assembled in the quickset line, on 25-jan-2023, with a total of (B)(4) units. Lot 5414428 was manufactured according to the wi version 25 and assembled in the quickset line, on 25-jan-2023, with a total of (B)(4) units. Lot 5414429 was manufactured according to the wi- version 25 and assembled in the quickset line, on 25-jan-2023, with a total of (B)(4) units. The sub-assembly: gluing tubing lot 5414417 was manufactured according to the wi- version 37 and assembled in the line04, line05 and line08 line on 21-jan-2023, with a total of (B)(4) units. Lot 5414418 was manufactured according to the wi-version 37 and assembled in the line04, line05 and line08 line on 24-jan-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.